Event description:
It was reported that this right atrial (ra) lead dislodged. The lead exhibited undersensing, loss of capture (loc), high capture thresholds, and low amplitudes as a result of the dislodgement. It was noted that there was excessive torque applied to the lead during implant and the implantation location was too low. The lead was repositioned. The lead remains in use. No additional adverse patient effects were reported.